Event description:
Patient revised due to possible infection. No other information available due to hospital policy.

Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat # 5551-g-299-e; lot # nl2v; tri ts femur sz4 right; cat # 5512-f-402; lot # l339t; triath fem distal aug 5mm - size 4 right; cat # 5540-a-402; lot # g9g4r; tri post augment sz4 5mm; cat # 5543-a-400; lot # h7r9t; qty: (B)(4); triath fem distal aug 5mm - size 4 right; cat # 5540-a-402; lot # hal4b; triathlon sym cone aug sz a; cat # 5549-a-110; lot # u2321; triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # 1130464l; tri rm/ll tib aug sz5 5mm; cat # 5545-a-502; lot # xl76144a; tri lm/rl tib aug sz5 5mm; cat # 5545-a-501; lot # erhwy6a; triathlon sym cone aug sz c; cat # 5549-a-130; lot # u52e1; tri ts baseplate size 5; cat # 5521-b-500; lot # oxr7ia; tri cemented stem 12mmx50mm: cat # 5560-s-112; lot #1142411m; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.